Event description:
It was reported that while in the department of "open heart" the balloon did not inflate during pretest. As a result, another thermodilution catheter was used successfully. There was no reported pt death or injury. Medical / surgical intervention was not required. There was no reported delay in therapy or pt complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.